Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The first visual examination of the returned blood pump did not reveal any abnormal "quantity" of particles in the air chamber. The blood pump was then tested for functional performance and met its normal performance specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, a leak was detected in the middle layer and a minimal quantity of graphite particles was detected between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was confirmed in the middle layer of the triple layer membrane, close to the center and graphite agglomerates were noted between the membranes. The other two layers of the triple layer membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was measured and found to be within specification at all the fixed measurement points, including at the leak location. The clinic's complaint regarding graphite particles in the air chamber of the blood pump could not be confirmed. The blood pump filled and emptied completely and did not have any creases or air cushions. During the investigation, a defect was identified in the middle layer. The cause of the failure was most likely due to the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, (B)(4) was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (84 days). We have reviewed the production records of the excor blood pump, (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Pump was received (B)(6) 2018 and no defects were detected during initial visual inspection of the returned pump. A detailed investigation of the returned pump is currently ongoing. This particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were contacted by the clinic on (B)(6) 2018 who reported that graphite particles were noted in the air chamber of the excor blood pump of a patient supported in the lvad configuration. The clinic provided an image of the blood pump at the time of incident. Upon evaluation of the image, berlin heart advised the clinic to keep the affected blood pump under observation and contact berlin heart if further accumulation occurred. On (B)(6) 2018, trained personnel at the clinic performed an exchange of the affected blood pump without further consultation with berlin heart. The exchange was performed without complications and the patient is doing well.